Event description:
Report received from the USA stating that the device had damaged bearings. It is unknown if the device being used during surgery. It is unknown if injuries or medical intervention occured. The date of the event is unknown. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).